Event description:
At end of routine hemodialysis treatment, pt not responding to verbal stimuli, very rigid, extremeties contacted. Physician notified, ordered CT of head. Labs, and 240 ml ns bolus. Pt taken to radiology, from dialysis, for head CT. Pt transferred to ICU. Labs in 2005 showed high sodium, potassium, calcium, and chloride levels for pt.